Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system failure audible alarm post error, comes back shortly after entering biomed passcode. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection revealed a non-OEM left plunger case. Review of the event history logs showed no alarm related to the reported issue. Functional testing was performed but the reported issue was unable to be replicated; no problem was found. The root cause was unable to be determined. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.